Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and d2. The device was not returned to zoll medical corporation for evaluation. A log review showed the device was operational and delivered pacing spikes when a valid ECG signal was present. Multiple episodes of ECG signal loss through the leads triggered ECG lead fault messages. The loss of signal is consistent with an interruption between the device and electrodes, during an ECG lead fault, the device switches from demand pacing to fixed pacing and continues to provide pacing therapy. Logs showed the pacing rate was set to 70 ppm; however, the patient's heart rate remained approximately 39 -40 bpm despite increases in pacing currents from 30 ma to 140 ma. The cause of the lack of pacing response could not be determined from the available information. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to pace and the device experienced ECG signal loss. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to pace and the device experienced ECG monitoring failure. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.